Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.